Manufacturer narrative:
Pt age or date of birth, gender, and weight are not available for reporting 510k: this report is for an unknown quantity of unknown matrix end caps. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported patient sustained a fractured spine and underwent a procedure to implant a matrix construct for stabilization from t6 to t11 on (B)(6) 2013. On unknown date patient, identified as an intravenous (IV) drug user, developed an infection in the spine which led to a non-union. Patient was returned to surgery on (B)(6) 2017 where the matrix screws, end caps, rods, and transconnector (cross link) implants were removed and the wound was washed out. Surgeon intends a bone only fusion for the next course of treatment, and will re-instrument the patient if that course is not successful. No date or time frame for that course of treatment was reported. This report is for unknown quantity of unknown matrix end caps. This is report 4 of 4 for (B)(4).